Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 30102186 was reviewed and the product was produced according to product specifications. All information reasonably known as of 05 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the gastrostomy button burst. There were no injuries reported, however, it was alleged that the patient required a hospital stay of at least 8 days. Additional information has been requested but not yet received.

Manufacturer narrative:
. The device history record for lot 20033761 was reviewed and the product was produced according to product specifications. One used device was provided for evaluation. Visual examination of the device revealed that the balloon split radially. The origin of the split was jagged in appearance. The root cause of the split could not be determined. All information reasonably known as of 07 dec 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.